Manufacturer narrative:
Exact date unknown, event occurred in 2022.

Event description:
It was reported that the patient lost stimulation and was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.